Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular lead. The sense/ pace portion of the rv lead was capped and replaced in 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.